Event description:
The event involved a 128" (325 cm) appx 9.3 ml, transfer set w/microclave clear, dual check valve, smallbore bifuse ext set w/microclave clear (green ring), 0.2 micron filter, rotating luer where the customer reported that the device back flowed into the bag when the patient end of the tubing is clamped. The patient was started on a dextrose secondary infusion and given one dextrose bolus. There was patient involvement and patient experienced low urine output and low glucose levels. The patient was reported to be stable after the event.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Manufacturer narrative:
Investigation summary: one (1) used, list #mc33332, lot #14553587, connected to the item #z2133 lot #14355524, an unknown bd needleless connector, lot #25065382 and an unknown, bd 50ml syringe were returned for evaluation. As received no physical damage or anomalies only unknown solution residual. The set was tested as returned as per procedure and no backflow through the dual check valves, was noted. However, a leak from the filter vent hole at the spikes and from the filter vent hole as well, was confirmed. Complaint of backflow of fluid was not able to be confirmed or replicated. However, during the test a leak from the filter vent hole was noted, the probable cause is typically due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. Lot history review a device history lot review was performed, finding no relevant commodities, anomalies or nonconformances that might be related with the condition found by customer